Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and verified the issue. The fse replaced front end board and installed b.14 software. The fse performed functional testing and safety check to factory specifications; unit passed and was returned to customer and cleared for clinical use.

Event description:
It was reported that it is difficult attaching the cable on the cardiosave intra-aortic balloon pump (iabp) to the ECG port. There was no patient injury or adverse event reported.